Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead has a slight amount of noise with valsalva, but device doesn't sense the noise. Discussed lead dm noted the increase in atrial lead impedance from also, is able to reproduce noise with patient levering herself out of bed with her arms vigorously. They are working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).